Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: access site swelling, redness, hot sensation, and pain. It was reported that a physician used the starclose device to achieve arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, as the device was advanced in the vessel, symptoms of pain developed, which reportedly continue "off and on" for 1.5 years post procedure. In addition, one hour after arteriotomy closure, the access site developed swelling and redness with a hot sensation. Multiple ultrasounds revealed a normal patent vessel. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.